Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) between 37 and 48 hours of wearing the pod. The patient reported the adhesive separated completely from the leg, resulting in the cannula dislodging. The patient further reported increased exercising and sweating may have contributed to the adhesion failure. Upon removal of the pod, the cannula was found to be bent. A new pod was applied.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. The investigation found no manufacturing deficiencies that would contribute to a dislodged cannula, and there was no bent/kinked soft cannula observed. The data downloaded from the device did not show any timeouts or drive stalls during the run, and the adhesive pad and welds were also inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.